Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the clear coat from a bovie tip detached. The piece fell into the patient cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a picture of the device was provided, and an evaluation of the photograph confirmed the reported issue. The picture shows what appears to be a small section of coating from an unidentified electrode. The issue of disengaged coating was confirmed. The silicone coating is applied by using a proprietary coating process over a primed electrode surface, and random inspections for the silicone coating are performed for integrity and adherence. No failures could be identified that would allow the entire silicone coating to release from the electrode surface. The issue may be the result of misuse. The device could not be fully evaluated since the pencil was not visible in the customer provided photo, and the root cause of the issue could not be identified. If information is provided in the future, a supplemental report will be issued.